Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the return lead revealed a fracture on the lead body where multiple internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31744. It was reported the patient experienced high impedance on multiple contacts of one lead due to a potential fracture at the anchor site. The issue was confirmed via x-ray. As a result, surgical intervention occurred wherein one lead was explanted and replaced to address the issue. It is unknown which lead was fractured at the anchor site that was related to the issue. Therefore, both leads are being reported.